Event description:
A pt was removed from a ventilator and bagged using a pmr2 while changing the ventilator circuit. Pt became bradycardiac. The pt was placed back on the ventilator and using the same pmr2 was bagged with the same response. Pt coded and medications were administered and CPR initiated. Pt stabilized and placed back on the ventilator. Subsequent inspection of the pmr2 resuscitator showed that during reprocessing the pmr2 had been misassembled at the customer site with two nonbreathing valve diaphrams instead of one single diaphram. Customer reported that this may have prevented proper exhalation during bagging. Customer reported that they have resterilized and reprocessed this reusable pmr2 resuscitator. Customer reported that this event did not cause any pt harm. Bagged/bagging indicates resuscitation.